Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to open due to the drawer latch had become completely seized up. A field service engineer replaced the drawer with a new one and transferred all the cubies to the new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the main drawer 6 failed to open. The customer had performed a station reboot followed by recovering storage space, but the issue still persists. This incident caused a delay in patient care of about one hour and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.